Event description:
It was reported that, last week, the patient was using her stim and felt a pop where the lead was placed and also sharp pain. Then, she turned it off. The implantable neurostimulator (ins) had been off ever since. The patient stated after the original pop it hurt too badly to use and turned it off. The issue was described as ¿random¿ and there were no falls or trauma reported. The patient also mentioned she had this type of popping sensation in the past and in those instances the manufacturer's representative came and met with the patient. It was not known when the manufacturer's representative was first notified. It was not clear if the patient also experienced pain in the past or just the popping sensation. Electrode impedances were as follows: with reference 0; 1, 3, and 5 were over 10,000 ohms; with reference 1; all were over 10 ,000 ohms; with reference 2; 1, 3, and 5 were all over 10,000 ohms, and the others were in a range of 1039 to 1942 ohms. There were some open circuits. Later, it was reported that they worked around the lead and used the good electrodes and ¿it worked then.¿ the manufacturer's representative was told that ¿in the past¿ the patient had ¿brain problems.¿ the patient did appear to have a ¿mental status problem¿ and always had a ¿lady¿ with her to help her communicate. The patient stated she had a pop. The manufacturer's representative looked at the leads that were programmed, the manufacturer's representative turned it on (which were the good electrodes) and she stated it felt great. However, it was also reported that it was not clear if the patient was receiving 50% or greater symptom reduction. The event cause was not determined and it was not certain if there was even a pop. The only troubleshooting done to provide insight to the issue was the impedance test.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).